Manufacturer narrative:
The subject device was returned to olympus medical system corp.(omsc) for evaluation. As a result of evaluation, it was found that the ptfe pad was worn. Also, there was a crack at 16.5mm on the probe from the distal end. Furthermore, the coating of the jaw was peeled off. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator¿s technique. Omsc assumes that output was continuously activated while the probe contacted hard, thick tissue or other instrument, which result in scratches and the crack on the probe and the error occurred afterwards. Moreover, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue was cut off). Furthermore, omsc thinks that the peeling of the coating is considered to have occurred because the operator tried to scrape the coagulum build-up on the grasping section, metal-exposed area around it and the probe tips with a sharp object such as a scalpel or the tip of tweezers. The instruction manual of the device has already warned as follows; -the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. -do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. -if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During distal gastrectomy, the subject device was used. Errors (u504 and u509) occurred during the procedure. Moreover, the ptfe pad was worn and the device could not be used. The doctor replaced the device with a spare one and completed the procedure. There was no patient injury reported. When the device was evaluated on october 19, 2017, it was found that the coating on the jaw was peeled off.